Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that he has noted in a pool of patients fine to finest metal dust in the corneal tunnel of the incision. There has been no visual impairment or inflammation changes. Medical or surgical intervention was not required. Additional information was requested and received.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Based on information received following submission of the initial report, this event has been submitted under manufacturer report number 2523835-2017-00224. All further information will be reported under this number. The manufacturer internal reference number is: (B)(4).